Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 100 mg/dl.